Event description:
A malfunction was reported on the pump, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support (cts) resolved the issue by sending a replacement pump to the customer, who will use a manual insulin delivery method temporarily and call their healthcare provider for a prescription. The customer, provided with the necessary instructions, will return the faulty pump to tandem within 10 days using a prepaid label. Additionally, the customer will receive a pump with updated software and was instructed to input their settings and connect their cgm to the replacement pump.